Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. A review of the log files contained data spanning approximately 5 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). On (B)(6) 2023 at 12:07:02, the driveline was disconnected resulting in a pump stop. The driveline was not reconnected before the system controller was shut down at 19:14:26. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis. The system controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for extended operation. Per the provided information, the cause of the driveline disconnect was unknown. The patient was found down in their home with the driveline disconnected and the ventricular assist device (vad) alarming. It was stated that the devices were believed to have operated as expected. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, section 4, entitled "living with the heartmate 3", instructs the user to arrange clothes, sheets, and blankets, so they do not pull on or get tangled in the driveline. Stabilize the driveline at all times, including during sleep. Heartmate 3 patient handbook, rev. D, section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-04862. It was reported that the patient passed away. The cause of death was reported as unknown. The patient was found deceased at home with their driveline disconnected.